Event description:
Allegedly, the silicone cover on the balloon peeled off during the procedure and a portion had to be retrieved prior to closing the incision site. No injury but the patient is allergic to latex. Procedure: seps.

Manufacturer narrative:
6/22/2006 sent to FDA.